Event description:
It was reported that the user¿s ilet pump displayed a screen showing ¿hold until you see drops¿ priming step indicating an accidental navigation to the supply change process; the agent guided the user to the home screen and confirmed the ilet was functioning appropriately, aligning with a tubing/priming concern and education provided for infusion set and cartridge use. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure or method involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.